Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer, the end-user's front left fork broke on the back of his chair. Dealer states he believes the fork broke due to damage caused by impact from the end-user.